Event description:
I used icy hot heat therapy arm neck & leg chattem inc as directed and removed it before the recommended time limit. Lot code 2a75a. As I removed it, my skin came off with the patch. The skin on my thigh was red and bloody and burning. As time went by, I now have permanent scarring. I used icy hot for 7 hours in 2008. Diagnosis or reason for use: hip pain.